Event description:
Procedure: robot facilitated lobectomy right upper lobe. According to the reporter: the pulmonary artery was dissected under clear vision. The vessel was encircled by a vessel loop. The covidien stapler was loaded with a vascular sulu, and was placed around the artery. A check of the covidien stapler was loaded with a vascular sulu, and was placed around the artery. A check of the stapler position was performed, and the stapler was closed. A double check of the position of the stapler was performed, followed by cutting and removal of the vessel loop. The stapler was fired according to protocol. At first, some bleeding occurred which rapidly increased to massive blood loss. After emergency thoracotomy and clamping and suturing of the artery on the pt side, no staples were found on the vessel. There were no signs of laceration. A clean cutting line to the pulmonary artery was observed by three surgeons. The stapler had functioned well on the specimen side. Massive blood and fluid transfusion, internal cardiac massage, and cardiac defibrillation was done to improve the pt's condition. Extracorporeal circulation was installed. The pt went into hypovolemic shock. After extensive reperfusion, the pt was placed on ECMO support in order to support and optimize cardiac and pulmonary function. On arrival in the intensive care unit, the cooling brain protection protocol was started. After completion of the cooling protocol, sedation was stopped. Irreparable brain damage was determined by means of ssep's. The doctor's team decided on (B)(6) 2012, to stop the treatment. The pt expired on the evening of (B)(6) 2012. The subject instruments were subsequently released by the hospital and delivered to an independent investigation company for investigation. Further details regarding pt details, autopsy report, operative report, any further eval, and the return of product to covidien for investigation have been requested.

Manufacturer narrative:
(B)(4).